Manufacturer narrative:
This report will be amended when our investigation is complete. Received with evaluation pending.

Manufacturer narrative:
No device was returned for further evaluation. The device was used in the treatment of the patient. This device has been in vivo for 4 years and 10 days. A complaint history review identified no other complaints for the part-lot combinations associated with the constrained liner. Review of additional operative notes for the patient, noted that this patient has had recurrent dislocations. Incompatible product combinations have been used in these prior events. It is reported that a link femoral head was used with trilogy constrained liner and tm modular acetabular shell. Zimmer biomet has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. However, the extent to which the incompatibility contributed to the issue cannot be determined with certainty. X-rays were not provided to verify component placement. Revision surgical notes, dated (B)(6) 2015 indicate that the head was dislocated craniolateral. A massive bone formation on the femur was noted. As noted by the surgeon, a likely cause for the reported dislocation is impingement due to the femur bone formation. This likely resulted in contact/impingement at the caudal edge of the socket (liner and ring). With the information provided, a specific cause could not be determined with certainty.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation of the head and retaining ring.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical device: trilogy bone screw, catalog#: 00625006535, lot#: 60945759. Trilogy bone screw, catalog#: 00625006520, lot#: 61760548. Tm modular cup, catalog#: 00620205022, lot#: 61753585. Unknown link femoral head. Complaint sample was evaluated and the reported event was confirmed. A femoral head and a constrained liner w/ring was returned for evaluation. The femoral head is not a zimmer biomet device. The inner diameter shows a deep gouge and wear and tear. The rim feature is severely damaged with approximately 50% of the constraining rim missing. The constraining ring has nicks and gouges around the entire lip. The damage has caused the formation of a sharp burr. Dimensional measurements are conforming to print specifications. Review of additional operative notes for the patient, noted that this patient has had recurrent dislocations. Incompatible product combinations have been used in these prior events. It is reported that a link femoral head was used with trilogy constrained liner and tm modular acetabular shell. Zimmer biomet has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. However, the extent to which the incompatibility contributed to the issue cannot be determined with certainty. Surgery notes dated (B)(6) 2011 were reviewed. The notes were unremarkable. Revision surgical notes, dated (B)(6) 2015 indicates that the head was dislocated craniolateral. A massive bone formation on the femur was noted. As noted by the surgeon, a likely cause for the reported dislocation is impingement due to the femur bone formation. This likely resulted in contact/impingement at the caudal edge of the socket(liner and ring). Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.